Event description:
It was reported that a spectrum pump alarmed "upstream occlusion!" When no occlusion was present. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of false upstream occlusion alarms through the history log, but could not reproduce it. Eval found the upstream sensor readings to be above specification. Eval found that the root cause was a failed upstream sensor. The failed upstream sensor was replaced.